Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a faulty manual tube release shaft in pumphead module channel a. To correct the condition, the channel a pumphead module was replaced. If any additional information is received, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). The date received by manufacturer contained in the initial MDR is incorrect. The correct aware date is (B)(6) 2011.

Event description:
During product evaluation by a baxter service technician, a colleague infusion pump with the condition of faulty manual tube release shaft in ch.a phm. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.